Event description:
My skin is detached from my muscle layer and the support to my veins has been lost. My skin pulls away from my face, neck, body and my breast implant has fallen on my right side. My it bands are very soft and loose. I can pull them away from my leg. My knees, ankles, spine, wrists, and shoulder are all cracking like crazy. Very loose creepy skin. Aged myself by (B)(6) years. I feel (B)(6) years old. Ultrasound confirmed new bulging veins in lower left leg.